Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battey status of middle of life 2. The device has been implanted approximately 2 years. The patient is paced 17% in the ventricle, and is 100% sensed in the atrium.